Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon would not fully deflate. The balloon was popped with a needle and the catheter was removed and replaced. Per follow up with the complainant via phone on 07/23/2018, it was noted that the patient was sent to the hospital to have the balloon deflated and the catheter removed. Information on how the balloon was actually deflated was unavailable.